Event description:
A baxter service technician reported finding a colleague infusion pump with a false air in line alarm. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module. The device has not been repaired for the reported condition. Additional: a service history review revealed that this device was not previously serviced prior to this event. Device history review has been performed and there were no exceptions observed during the manufacturing of this product. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.